Event description:
It was reported that the injection flow rate was set for 3.0 cc/sec and the injection site was the antecubital fossa. An extravasation (estimated to be 150 ml) extravasated under the area of the patch which the eda did not detect. Pt was treated with cold compresses and observed. No further medical intervention was required and the pt was released.